Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total abdominal hysterectomy, the device was used. While in use on a patient, insulation cover was peeled off but not into the patient¿s cavity. The electrode was deformed and could not be used. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the blue heat shrink and polytetrafluoroethylene (ptfe) insulator be scratched. The ptfe insulator had disengaged or was ready to disengage from the electrode. The insulation was also scratched. The reported condition was confirmed. The ptfe insulator had disengaged and put back or was ready to disengage. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation to disengage. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The IFU states that the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.